Manufacturer narrative:
The mfg records show the product was mfg to spec. The report provided no detail as to the circumstances under which fracture occurred.

Event description:
Event detail: it was reported that the inserter broke while implanting the on rod. All pieces were accounted for and pliers were used to complete the procedure.